Event description:
This case is cross-referred to case ID 2017sa221987, 2017sa221993, 2017sa221994, 2017sa221995, 2017sa221996, 2017sa221997 and 2017sa221998 (same reporter). This unsolicited case from united states was received on(B)(6) 2017 from other non-healthcare professional. This case concerns a (B)(6) patient (gender: not provided) who received treatment with synvisc one injection and later after unknown latency experienced right knee swelling, hot to touch and right knee pain. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient initiated treatment with intra- articular synvisc one injection once (dose and indication: not provided) (batch/lot: 7rsl019 and expiration date: not provided). On an unspecified date, after unknown latency, the patient experienced right knee swelling, hot to touch and right knee pain. Treatment included dexamethasone injection in right knee. Corrective treatment: dexamethasone injection for all the events outcome: unknown for all the events seriousness criteria: required intervention for all the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Event description:
This case is cross-referred to case ID (B)(6) (same reporter). This unsolicited case from united states was received on 07-nov-2017 from other non-healthcare professional. This case concerns a (B)(6) years old patient (gender: not provided) who received treatment with synvisc one injection and later after unknown latency experienced right knee swelling, hot to touch and right knee pain. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient initiated treatment with intra- articular synvisc one injection once (dose and indication: not provided) (batch/lot: 7rsl019 and expiration date: not provided). On an unspecified date, after unknown latency, the patient experienced right knee swelling, hot to touch and right knee pain. Treatment included dexamethasone injection in right knee. Corrective treatment: dexamethasone injection for all the events. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl019 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-cthe production and quality control documentation for lot # 7rsl019 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl019 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 02-dec-17, there were 3 complaints on file for lot# 7rsl019: adverse event reports. Sanofi will continue to monitor complaints to determine if a CAPA is required. Additional information was received on 03-dec-2017. Global ptc number and results were added. Text was amended accordingly.